Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an express sd stent delivery system with a shelf box and product pouch. The batch number on the returned device and packaging matched the reported batch number. There was blood in the guidewire lumen. The balloon was tightly folded with stent impressions on the surface of the balloon between the markerbands. The stent was not returned for product analysis. Inspection of the device presented no damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2013. It was reported that a, crossing difficulty occurred. Vascular access was obtained via right femoral artery. The 80% stenosed, eccentric, de novo with 1 mm long and 5.2 mm vessel diameter target lesion was located in the moderately tortuous and severely calcified renal artery a significant bend >=90 degree. The 5.0mmx15mmx150cm express vascular sd was advanced to the lesion but unable to cross. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed detached/separated stent.